Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 4 in the mouth, there was sinus exposure. Another implant was not placed in the same site and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 4 in the mouth, there was sinus exposure. Another implant was not placed in the same site and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).